Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a machine pressure autozero failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that error code 1109 was listed in the event log. The rse advised the customer to replace the solenoids (2 and 4), and the data acquisition pcba as a precaution to correct issue. The customer was provided with the following part numbers, pcba, data acquisition (da), solenoid valve (purge, autozero, crossover) (gds), (sol 3 and 4- quantity 2), seal, solenoid valve, package of 4 (manifold). The customer reported that the solenoid valves (2 and 4), and data acquisition pcba were replaced to resolve the issue. The device was returned to service.

Manufacturer narrative:
The investigation was reopened, as the faulty parts (data acquisition (da) board, and solenoid valves) were returned to philips for evaluation. The technician documented the conclusion/root cause for the da board as follows, "functional analysis was performed and identified that the device pressure accuracy testing passed. In addition, tech verified that the average machine and proximal pressure were within the expected range at 0 cmh2o (centimeters of water). Tech could not duplicate the failure from the service. The suspect da board operates on the standard test bed (stb) without issue or error code 1109. No fault found." The technician then documented the conclusion/root cause for the solenoid valves as follows, "the product investigation lab (pil) tech could duplicate the failure from the service. The solenoids 2 and 4 operates with diagnostic code 1109 for machine pressure sensor autozero failure occurred during the test vent operation. However, solenoids 2 and 4 did pass the pressure accuracy test. Pil has determined that returned solenoid valves number 2 and 4 are faulty after further evaluation."